Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; endovascular treatment of aorta-iliac aneurysms with a flared iliac limb duvnjak and balezantis. International journal of angiology, 28(1), 57-63. Https://doi.org/10.1055/s-0039-1683411. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in patients for the endovascular treatment of aorta-iliac aneurysms on unknown dates. It was reported on unknown dates post the index procedure patient death occurred. Per the physician the cause of death is undetermined. No additional clinical sequelae were reported and the patient will be monitored.